Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was more then 400 mg/dl at the time of incident and current blood glucose 260 mg/dl and 354 mg/dl. Troubleshooting was performed. The customer stated that they felt a bit sick due to high blood glucose. The customer was treated with blousing insulin pump for high blood glucose. The customer stated that they took a few allergy pills and maybe supplements. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that when they last changed their set and removed the site bled more than usual. Customer does not allege pump was under delivering. Advise to remove reservoir, rewind, reinsert reservoir and run load reservoir or fill tubing with current set. Customer reports insulin did exit at the quick released. The customer also stated that no leaks were observed. Customer was using a cannula based infusion set and customer forgot to fill the cannula dead space after removing introducer needle. The device will not be returned for analysis.